Manufacturer narrative:
Based on the claim against the product by the customer noting an issue when advancing the sureform 60 stapler instrument, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The system was working as intended. The tse indicated that the instrument must be inserted when the arm led is flashing. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, when advancing the sureform 60 stapler instrument, the customer was met with resistance and the instrument slid back out automatically. Prior to the event, the customer was able to insert the instrument and fire with no issues. The customer converted the case to open surgery. No related errors found in the logs. During troubleshooting with an intuitive surgical, inc. (Isi) technical support engineer (tse), it was determined that the arm light emitting diode (led) on the universal surgical manipulator (usm4) was solid blue and not flashing during attempts to insert the instrument. Through troubleshooting, the tse indicated that the system was functioning as expected and explained that the instrument would not stay inserted if the insertion is performed when the led is not flashing. The procedure was converted to open surgery with no reported injury.